Event description:
1000ml IV 1/2 normal saline with 20 meq potassium chloride found to be infusing at 800 ml/hr for approx 1 hr. IV was ordered to infuse at 80 ml/hr. Possible user error. Lasix IV 20mg administered x 2 in response to event. Ativan 1mg po for anxiety.